Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5, used with a luke handpiece, emitted a solid tone when it was hooked up to the handpiece. Another instrument was used to complete the case. There was no consequence to the pt.